Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed with error code 1018: calibration check failure, cal a, result too high, on the axsym analyzer. The abbott customer technical advocate sent the customer the mup decontamination procedure. No impact to patient management was reported.